Manufacturer narrative:
The pump was received with intermittent act, up and down arrow button response due to a flattened button dome switch. The lcd keypad connector was not found unlocked during visual inspection. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 484 mg/dl. The customer was treated for high blood glucose with manual shot. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 484 mg/dl. The customer stated he has to press the buttons many times before he gets a response. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer has already reverted to backup plan.